Event description:
It is reported that a surgeon removed plates and screws because of complaints of pain. The implants were located in the left ribs (3,4,5,6) ( parts 04.501.001, 04.501.003, 04.501.005), and were removed. It is reported that a total of 4 plates and 25 screws were removed and discarded. It cannot be confirmed if tests were performed on these devices. This is 4 of 5 reports for (B)(4).

Manufacturer narrative:
This device was used for treatment and not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.